Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "fc 550:320". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of failure code 550:320 was confirmed during product evaluation as failure code 550:320:844:0000. This condition was also reproduced during service. The root cause of this condition was assigned to a disconnected speaker harness. The speaker harness was reconnected to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.